Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information. (B)(6).

Event description:
It was reported that the pump exhibited a cassette sensor was defective and the cassette was not attached during testing. This issue could compromise the delivery of medication or contribute to an interruption of therapy if the malfunction were to recur. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4, d7a: updated. H4: should be blank. H3 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and indicated a high alarm: cassette not attached properly. No service history was recorded within the past 12 months. Visual inspection revealed delamination of the dso seal. Functional testing showed that the latch sensor was not responding. The complainant¿s allegation was confirmed. To correct the issue, the latch lock assembly and downstream occlusion seal were replaced. Following repair, the device successfully passed all functional testing.